Manufacturer narrative:
A software investigation was performed. This issue has been added to a medtronic software anomaly database for trending and monitoring.

Event description:
A medtronic representative reported that during a spinal fusion, after taking a 3d spin ,the bottom half of the image was white. The anatomy of interest was shown in the scan so they were able to proceed without re-spinning. Rebooting the system resolved the issue. No patient harm.